Event description:
It was reported patient had high impedances on the lead and ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned paddle lead segment found multiple broken wires (see images) and both lead tails each had an area where all internal wires were broken. When checking continuity, in the paddle segment of the returned lead, there were 10 opens found, the cause of the fractures in unknown as the patient did not report any trauma, falls or accidents. As to the fractures that were found in each lead tail segment, it cannot be ascertained as to when those fractures occurred, prior to explant or during explant.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.